Manufacturer narrative:
This initial emdr report is being submitted to FDA for like products reporting.

Event description:
Cartridge cracked during implantation. New lens was implanted. Second implantation went well without harming the patient.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit corrected and additional information not available/included in the initial report. (B)(4). Section h10 - additional information: device evaluation and risk analysis results. The device was returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was stuck at injector nozzle tip and one of the haptics was protruded out from the injector tip. The slider could advance fully. The cartridge was cracked at the tip. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined; however, from the investigation, it is believed this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Cartridge cracked during implantation. New lens was implanted. Second implantation went well without harming the patient.